Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: mach 1. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, mildly calcified, 90% stenosed chronic totally occluded, moderately tortuous, distal right coronary artery (rca) with a vessel diameter of 3.0 mm and a lesion length of 60 mm the 1.0 mm non-abbott balloon dilatation catheter (bdc) and the 2.0 x 12 mm mini trek bdc were used for pre-dilatation. The intravascular ultrasound (ivus) device was advanced but could not cross the lesion; additional dilatation was performed with the mini trek bdc, however, the balloon ruptured during the fourth dilatation at 9 atmosphere (atm). Additional dilatation using a 2.0 x 12 mm non-abbott bdc and ivus was performed. An unspecified non-abbott stent and a xience xpedition stent were implanted in the lesion and the procedure was completed after post-dilatation with a nc tenku bdc without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.